Event description:
Terumo received the following reported information: there was a bend near the blood inlet hole in the sheath tube. The event occurred pre-operatively, therefore the blood loss was not applicable.

Manufacturer narrative:
. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.